Event description:
Pt was admitted with spinal stenosis l5/s1 and was status post lumbar decompression l4-5 and l5/s1 in 2000. The orthopedic surgeon was performing a facetectomy l5/s1 in 2001. At the conclusion of the surgery, the surgeon was using #1 dexon to close the surgical wound and noted that the very tip of the needle was broken off. Surgeon searched the incision for the missing needle tip, but was not able to locate the tip. Suture needle was given to local sales rep for u.s. Surgical to report to their quality dept.